Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Additional information: one used transfer set with no cap on spike and no cap on patient connector was received in reference to a connection issue. During visual inspection it was noted that the silicone tubing had been cut. No other abnormalities were noted. A lab ((B)(4)) titanium adapter was functionally hand tightened without difficulty to patient connector and was tested underwater with no leak noted with tubing being clamped off. Air was inserted into cut silicone tubing and pressure tested with no leaks noted. The complaint was not confirmed in the lab. A batch review was not performed as lot information was not known. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter received a report from a doctor regarding the spike of a transfer set that separated from a port after being connected by a clean flash device. No injury or medical intervention was reported.